Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported pump was alarming and displayed a message was likely due to barcode issue. An order was sent to a pump; however, that message was received randomly on a different pump, different patient, on a different unit with a prompt to switch to a different patient encounter. The nurse declined the message and there were no interruptions in care.

Event description:
It was reported that the pump was alarming and displayed a message "patient ID entry, patient ID xxxxxxx will be changed to xxxxxxxx. Is this correct? Press yes or no". Per report, the user pressed "no" because the patient's mrn (medical record number) should not have been changed. The mrn xxxxxxxxx is correct, but the mrn xxxxxxxxxxx was not correct, it is an mrn of a patient on a different floor, specifically cardiac medical. There was patient involvement, but no harm. Additional information provided: this is believed to be a barcode issue. An order was sent to a pump; however, that message was received randomly on a different pump, different patient, on a different unit with a prompt to switch to a different patient encounter. The nurse declined the message and there were no interruptions in care. No harm. Bd received additional information from the bd interoperability consultant. Preliminary investigation revealed duplication of interoperability barcode. Note that interoperability barcodes are applied by the customers. The following information was provided from the bd interop consultant: background: the order for patient ID (B)(6) was sent to: pcu serial number: unknown. A barcode was scanned on channel a-lvp with serial number- unknown this channel a-lvp has the barcode from channel a-lvp on cardiac medical which is # (B)(6). These pumps were not sequestered the order attempted to populate on a cardiac medical patient pump with patient ID (B)(6): pcu serial number: (B)(6). Channel a-lvp (B)(6) - correct barcode- pop-up appeared on pump screen and asked to change patient ID from (B)(6) to (B)(6). The nurse responded by answering ¿no¿ on the pump screen channel b-lvp (B)(6)- correct barcode- standby these pumps were sequestered assessment: an order for patient ID (B)(6) was not successful channel a-lvp has a duplicate barcode from channel a-lvp on cardiac medical which is # (B)(6) incorrect barcode applied may have occurred during yearly maintenance the scanned channel a-lvp with serial number- unknown has the incorrect barcode resolution: keep lvp with serial number (B)(6) sequestered until the lvp with unknown serial number is found evaluate epic reports to potentially find last location of patient (B)(6) where pumps may be ask nurses to look at their pumps barcodes to find the duplicate barcode of (B)(6)(controller # (B)(6)).